Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.6 cm abdominal aortic aneurysm. It was reported that the patient was implanted and the procedure was completed without any endoleaks. Approximately 10 days later, a follow up CT showed that the ipsilateral limb of the main body had migrated proximally and there was a type ib endoleak. It was noted the ipsilateral limb was placed with 2 stent lengths of seal in the right common iliac artery, and there was one stent length of seal observed on the CT. An intervention was performed. The right internal iliac was occluded and an additional limb was implanted into the right external iliac artery to extended coverage by about 4 stent lengths. The intervention was completed and no endoleaks were seen. The physician stated that the cause of the event was anatomy related; specifically, the distal side had migrated seemingly because the tortuous and short right common iliac artery (approx. 20mm) was exerting a force to return to its original shape, which continuously pulled the device proximally. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.